Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be file. (B)(4).

Event description:
Medtronic received information that one month post implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) with premature atrial complexes and near-syncope palpitations were noted. 2:1 atrio-ventricular (av) block was revealed requiring a dual chamber permanent pacemaker to be placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.